Event description:
It was reported that the patient had bilateral leg weakness after a revision surgery. The patient was implanted on (B)(6) 2012. On (B)(6) 2012, he had a revision to move the lead to the right since he was not getting the right side coverage he needed from the initial placement (not lead migration). The surgeon remarked that there were a lot of ligaments in the way of moving the lead to the right. After the revision he had good coverage of his painful areas. On (B)(6) 2012, the patient reported bilateral leg weakness. The physician decided to explant his entire scs system.

Manufacturer narrative:
Evaluation: results: the complaint could not be confirmed. The reported complaint cannot be analyzed through product testing alone. The returned lamitrode lead was cut and incomplete. Both cinch anchors were modified. Functional testing of the lead segment revealed all channels passed continuity. The paddle dimensions were in specification as highlighted in document (B)(4). Despite the modification of the cinch anchors, a lab lead could be inserted and secured inside each anchor. No device failure was identified that would contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.